Event description:
Ous MDR - it was reported that approx. 9 months after the implantation no capture, no sensing and pacing impedance out of range (> 3000 ohms) were noted. During the revision procedure the connection with the device was checked and found proper. The measurements via an external device showed again no capture, no sensing and pacing impedance out of range. The lead was explanted and replaced.

Manufacturer narrative:
During the analysis, the sentus was examined visually, electrically, and mechanically. During this inspection, the lead fixation sleeve was found 42 cm distal of the is-4 connector pin, tightly bound with a ligature. At several sites, signs of abrasion could be seen at the insulation. In the area 43 cm distal of the is-4 connector pin, the lead body was severely damaged by squashing and deformation. Conductor fractures of the coils could be detected. The observed damage manifestation requires excessive pressure stress onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead by the subclavian crush syndrome. In addition, multiple cuts were found in the insulation, which are most likely a result of the explantation process. The visually noted conductor fractures were measurable during the electrical analysis. A mandrin could be inserted into the lead only for 41 cm during the mechanical analysis. The reason for this is probably the tightly bound ligature at this spot. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.